Manufacturer narrative:
Device was received for evaluation and the battery of the device was at end of life (eol). Analysis of the device image and session records discovered high current measured by the device and resulting drop in battery voltage. Implant duration did not meet total projected longevity indicating premature depletion. Further testing after cutting open the device was able to recreate the high current and isolate the issue to the hercules integrated circuit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the battery of the device was depleted. Premature depletion was suspected. A device replacement procedure is anticipated. The patient was stable with no adverse consequences reported.

Event description:
Additional information was provided indicating that the device was explanted and replaced to resolve the event. The patient was stable following the procedure.